Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir capsular contracture, baker grade ii and suspected/actual deflation. This record is for the left side. Capsulectomy was performed. Device was explanted and replaced with a non-abbvie device.